Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they were at a gas station and when they turned the pump nozzle, they felt a sudden surge of electricity from their butt cheek to their toes and their leg was jerking. Uncomfortable stimulation was noted. It was stated that it felt like someone was increasing their stimulation. The patient did not have their programmer with them so they carefully drove home and turned stimulation down and off. The cause of the issue was not determined, per the healthcare professional (hcp) and patient. It was stated that it was "likely due to positional changes, getting out of car." The patient was seen by the hcp and reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.